Event description:
During prep, the physician found that the brite tip marker, of a 7f sheath introducer, was cracked at the tip of the cannula. The procedure was completed with a different brite tip sheath. The product was not clinically used.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.